Event description:
It was reported that the device's steer was difficult to engage, and the nurse dislocated her knee. The nurse popped her knee back into place and continued work. She later complained of pain and was later hospitalized for the injury. Attempts are being made to gather additional details.

Manufacturer narrative:
A stryker senior quality assurance engineer spoke with the stryker sales account manager, and he explained that the account was not alleging any malfunction with the unit. The account felt that the design of the brake/steer pedal could be improved. Based on this information, it was determined that the steer mechanism being difficult to engage/disengage was most likely not due to any component level defect or malfunction. The issue was resolved by providing additional training to the customer. In regards to the injury, the nurse went to occupational health hospitalized the nurse for immediate surgery, after popping her knee back into place and feeling discomfort.

Event description:
It was reported that the nurse dislocated her knee, while trying to engage the steer pedal. The nurse popped her knee back into place and continued work. She later complained of pain and was later hospitalized for the injury.